Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video exhibited an abnormally green image during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure "the image is abnormally green" was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: image blackout, the universal cord is cut off and corrosion at the connection between the insertion tube and the universal cord assembly. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure of connection part (tube / uc) and electronical component. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.